Event description:
Additional information received reported that the patient felt "something was leaking from it from the insides from the device." It was stated that it had been like this "for years." It was noted that the patient had seen his managing physician since 2000. It was reported 3 months later that the implantable neurostimulator (ins) was not "working and more than likely needed to be replaced or taken out at this point." It was stated that the patient was told that the device "had to come out it would only last 5 years." It was noted that the patient did not currently have a healthcare provider (hcp). It was added that the patient experienced excruciating pain at the ins and lead site. It was also stated that the patient had experienced "real bad" headaches for the last 8 to 10 years. It was further stated by the reporter that the patient had fallen several times in the last 5 years. One time in particular, the patient fell off a bridge and into a creek by his house. The reporter stated that the patient was able to get up and walk away (with bruises) from that event. It was a stated that the patient wanted a referral to a new hcp, but was unsuccessful. The patient was dissatisfied with his old hcp, as he did not tell the patient that he would no longer continue care before moving.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) had been in for 17 years and had been "dead for a long time." It was stated that the lead wire in the patient's neck "had something wrong with it." It was further stated that one of the lead wires "broke and was coming out." It was also reported that the patient was dissatisfied with his healthcare provider (hcp) and that a professional referral was needed to find a new hcp.

Event description:
It was reported that the patient's device stopped working "out of the blue" about one month prior to report. The reporter stated there is no known accident or incident related to this complaint. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3888-28, lot # l41383. Extension: model 7495-66, serial # (B)(4). Programmer: model 7434-e, serial # unk.